Manufacturer narrative:
Follow up #1 device evaluation 11/19/2013. This supplemental report is being submitted based on the results of a device evaluation that occurred on 11/08/2013: the reported blank display screen issue was unable to be duplicated. Testing confirmed that the display screen was fully functional with no visible signs of damage, fading, or discoloration. The device¿s black box history showed no indication of a malfunction related to the complaint. There was no damage to the display, the display flex, or the connector. Unrelated to the reported issue, the battery compartment was cracked. However there was no issue with loss of power, and no evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).